Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.686" was found to be broken off. The broken piece was not returned. Additional observations not reported by site that is related to the primary failure: the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a dislodged molded insulator. It became dislodged as part of the broken grip tip.

Event description:
It was reported that during a da vinci-assisted procedure the customer noted physical damage on the force bipolar instrument. The procedure was completed and there was no patient harm.